Event description:
This report is being filed after the subsequent review of the following journal article: solarino, g., et al. (2014). Interprosthetic femoral fractures ¿ a challenge of treatment. A systematic review of the literature. Injury, int. J. Care injured, 45, 362-368. The authors conducted a review of the literature regarding management of periprosthetic fractures of the hip and knee which requires various types of treatment strategies. Fifteen articles were included for review by the pubmed and embase databases: eight case reports, one (B)(4) study, three comparative studies, two retrospective studies and one multicenter study, along with two literature reviews and two biomechanical studies. One article by fulkerson et al. Reported a patient who required revision to the primary knee prosthesis due to the loosening of the implant, synthes device less invasive stabilization system plate. The authors concluded interprosthetic fractures are a demanding challenge for orthopedic surgeons. The type of treatment varies from case to case and should be adapted and personalized as much as possible. This report is for an unknown less invasive stabilization system plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown less invasive stabilization system plate. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).